Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the scope was closed with foreign material. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the colonovideoscope had a blockage in the auxiliary channel. The issue was found during a diagnostic colonoscopy, which was completed with the same device. Inspection and testing of the returned device found the channel was clogged with foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, it was not possible to further identify the foreign material that remained in the subject device. No information was able to be obtained regarding the reprocessing steps taken at the user facility. Therefore, a further cause of the suggested phenomenon could not be presumed. Olympus will continue to monitor field performance for this device.